Event description:
The customer reported the following info: in 2009: plan partial_brst was imaged. Following imaging, plan was revised to modify drr's. Three days later at am: plan partial_brst:1 was treated and imaged. Edit log shows that the plan became "unapproved" at the 4dtc treatment unit. No edits were seen in editing log. Same day at pm: plan partial_brst (the retired plan) was treated. History did not save back. The following day at am: plan partial_brst was treated, but history did not save back. Partial_brst:1 was not approved and treat approved it. He noticed that the retired plan had been treated twice and notified helpdesk. Same day at pm: plan partial_brst:1 was treated. Notably, the plan was revised only to modify drr's. Patient was not mistreated.

Manufacturer narrative:
It is a product design feature that an incomplete fraction of a retired plan can be treated to completion, and this revision took place after a partial treatment session (imaging only), but, normally after completing the treatment fraction, the retired plan cannot be re-treated. If a user tried to load the plan again, no plans would show up at the treatment workstation after the "unapproved plans" warning. However, this case shows that if there is a failure to save on that first time treating a retired plan (as appears to happen when the revised plan is "plan approved" rather than "treat approved"), and the users do not import the records from the backup folder, the retired plan will remain available for re-treatment of the partial fraction. Re-treatment will continue to be possible as long as the treatment records do not save to the database, or are not imported from back-up by the user. The reproducible type of failure to save in this case yields a "dicom link_error_save failed" message to the user. If the change to the plan had been to parameters other than dose per fraction, treatment to incorrect volume could result, leading to serious injury. No misadministration occurred in this case. However, further actions are addressed in varian's CAPA process. In addition, an urgent medical device correction notification will be sent to affected customers. All corrective action will be reported. No additional follow-up to this MDR is expected.